Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to depleted batteries. The log was cleared prior to the device arriving at zoll, so it is unknown how the batteries became depleted. The batteries were replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.